Manufacturer narrative:
D10: 300-60-01 - stemless humeral comp laser cage, size 1: (B)(6). 310-61-53 - stemless humeral head 53mm x 20mm x beta: (B)(6). 314-13-34 - equinoxe cage glenoid l, post aug, right: (B)(6). 319-01-32 - steinmann pin sterile 3.2mm x 178mm: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, who had a right tsa, underwent a revision procedure. The patient was revised from an anatomic to a reverse. No further information known. This is 1 of 2 events for this patient.